Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - unable to establish contact with customer at this time. Unable to send product notification letter as no address on file for customer.

Event description:
Consumer reported complaint for erratic blood glucose test results. Initial call was from pharmacy who had connected in customer's wife. At the time of the call, the customer was feeling shaky and drowsy. Wife stated that the customer was in and out of consciousness and the meter was not giving accurate results in order to administer customer's insulin. Wife stated that medical attention was required and that customer would be taken to the ER. No further information was able to be obtained.

Manufacturer narrative:
Sections with additional information as of 20-feb-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.